Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: (B)(6) 2023 h.6. Investigation summary: material #: (B)(4) lot/batch #: (B)(4) bd received 34 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Additionally, the customer samples were evaluated along with 74 retention samples of the incident lot selected from bd inventory. The samples were visually evaluated and upon completion, the indicated failure mode for oil gel globules was not observed. Complaints for sample quality were not under statistical control for the month of august 2023, therefore additional clinical testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (oil gel globules) via clinical testing because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules based on the photo. Bd was not able to identify a root cause for the indicated failure mode however, it is understood that patient conditions, tube storage and processing conditions, and centrifugation settings, can impact on the quality of the serum and the presence of gel globules. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
Report 1 of 2 it was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel fragments were found in serum after centrifugation. No patient impact was reported. The following information was provided by the initial reporter: gel fragments found in serum after centrifugation when did the incident occur? During use gel fragments found in serum after centrifugation in approx. 30% of all sst tubes on a daily basis. The lab is following IFU regarding centrifugation: 2000g for 10 min.

Event description:
Report 1 of 2 it was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel fragments were found in serum after centrifugation. No patient impact was reported. The following information was provided by the initial reporter: gel fragments found in serum after centrifugation when did the incident occur? During use gel fragments found in serum after centrifugation in approx. 30% of all sst tubes on a daily basis. The lab is following IFU regarding centrifugation: 2000g for 10 min.

Manufacturer narrative:
Initial reporter facility name: regions hospitalet randers klinisk biokemisk afdelingh.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.